Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the proximal section of the stent were pushed in a distal direction along balloon. The undamaged section of the crimped stent outer diameter was measured and the result was within specification. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-mar-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous coronary artery. After dilation using 2.0mm non-bsc balloon catheter, a 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again using 2.0mm non-bsc balloon catheter and the stent delivery system was advanced again but still, it was unable to cross. The procedure was completed using a non-bsc drug-eluting stent. No patient complications nor injuries were reported. However, returned device analysis revealed proximal stent damage.